Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had unknown low blood glucose (bg) values. The paramedics arrived and gave treatment to the patient. For treatment, the patient was put on a intravenous (IV) dextrose. The paramedics left after 45 minutes, but then the patient had high blood glucose (bg) values and went to the hospital. The patient is still at the hospital. No further details available.